Event description:
It was reported that approximately 51 months post-implant of a bifurcated device and an infrarenal aortic extension (refer to MDR report number 2031527-2013-000102), the computed tomography scan identified that the aneurysm continued to grow without any endoleak. Reportedly, the physician thought it to be endotension and realigned the implants with additional bifurcated and an infrarenal aortic extension. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Manufacturer narrative:
The device remains implanted in the patient and therefore, device evaluation could not be performed. Review of the records provided indicated that the aneurysm sac increased from 4.6x5.7cm to 6.7cm. The increase is likely attributed to endotension. There is no indication that the device caused or contributed to the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.